Event description:
6947 threshold 5.0v@1.6ms and pacing impedance> 2000 ohms 6947 sensing and shock impedance within normal limits r wave 7-9mv and shock impedance 45 ohms dft tested via the 6947 x 1 and 5076 w 6947 x 1 6947 p/s capped 5076 85cm mdt p/s rv added after 1st dft. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).